Manufacturer narrative:
Preliminary investigation performed by r&d project manager on (B)(6) 2018: breakage of the threads of the inner shaft of the driver. The thread of the inner shaft was tested during development and the strongest possible material was chosen ((B)(4)) and the devices were tested and proven to withstand 9nm torque up to 100 cycles without failure or damages. The depicted failure could be caused by misuse of the device (es hammering) or difficulties of manipulation during the coupling to the implant. The device is produced as my instrument and therefore as addition to the standard instrument set, the set itself always include 2 standard pedicle screwdrivers which allows to continue the surgery visual inspection performed on (B)(6) 2018 by r&d project manager: two threads of the inner shaft of the screwdriver are broken off. This event could be caused by high torsion load during pedicle screw insertion, however the device was tested during development up to 9nm without failure. The pedicle screwdriver is intended to be used by hand with a straight handle and in this conditions it is unlikely to apply a torsion higher than 6-7nm. The shape of the damage (neat breackage of two thread on one side only, no deformation of the adjacent areas) may suggest some unexpected stress or strike during a wrong or unintended manouvre. For example, the two threads could have been damaged during insertion of the inner shaf into the outer sleeve if the "push" botton of the latter was not pressed as per technical sheet. Batch review performed on 30 july 2018 lot 1752083: (B)(4) items manufactured and released on 27 september 2017. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot.

Event description:
During screw insertion the surgeon noticed a resistance and a cracking sound. The screw become loose from the screwdriver, some inner shaft debris were generated and the screw tulip threads were damaged. The debris were recovered and the surgery was completed successfully with a standard screwdriver and back-up pedicle screws.